Event description:
It was reported to philips that the heartstart mrx defibrillator failed to shock while the pt was having a cardiac arrest and showed a shock equipment malfunction error. There was no negative pt impact. Another device was used to treat the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.